Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving intrathecal unknown morphine (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that shortly after implant a staph infection was found on (B)(6) 2020.  It was noted the patient tried to fight the infection with many antibiotics and they ended up removing the pump on (B)(6) 2021 to clear up the infection. The infection is now gone and resolved and the patient was seeing the doctor on (B)(6) 2021 because he was having the pump put back in.  It was also reported the catheter was left in the body. They had to leave the catheter in because "they were tugging on the tubbing and it would not come out. The patient was told he was "screaming bloody murder" but did not recall anything. It was noted what should have been a half hour surgery turned into 2 hours. When asked medication, dose, and concentration, it was reported he had morphine extended release and it was 15mg. The patient did not know if that was the dose or the concentration.

Event description:
Additional information was received from the healthcare provider (hcp) that the explanted pump had been discarded. There was no issue reported with the catheter, only that it "would not come out".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.